Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the inner bipolar component from the outer liner of a constrained liner. Surgeon also reported that the stem was in a neutral position. The stem, head, and liner were revised. Rep confirmed there are no allegations against the revised femoral head.